Event description:
It was reported that during routine follow-up, it was observed that there was a change in the right ventricular (rv) lead parameters. Sensing had decreased, pace impedance was borderline at 200 ohms and there was loss of capture. X-ray revealed a change in lead position. The physician elected to reposition the lead to the medial septum, which resulted in good, stable lead measurements. It was planned to continue to monitor the situation closely. The rv lead remains implanted and in service and no additional adverse patient effects were reported.